Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic video was provided. In the video, one deployed clip (first clip, no reported issue) and the second cds / clip (reported device) can be visualized indicating the video was taken during active use of the second device. In the video, the second clip starts (00:00 mark) with an arm angle of ~25° - 30° and then slowly opens to ~60°. Presumably, the video was taken during the efaa check when the clip arms reportedly "jumped opened from 45 degrees to 120 degrees." It should be noted that the video provided, the clip arms opened in a smooth motion, rather than a sudden "jump", and opened from ~25° - 30° to ~60°. While these arm angles are based on visual assessment with the unaided eye and are not confirmed, the video appears to capture a failed efaa check and confirms the reported issue.¿

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw was implanted without issues. A second mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip jumped opened from 45 degrees to 120 degrees. Therefore, the clip was removed and replaced. Another mitraclip xtw was then deployed on the mitral valve, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.